Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. The reported issue was not confirmed upon inspection of the photo. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the syr 10ml ll w/ndl 18x1-1/2 blunt fill plunger is possibly leaking and changing color of the medication. The following information was provided by the initial reporter: plungers are possibly leaching and changing the colour of the medication.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syr 10ml ll w/ndl 18x1-1/2 blunt fill plunger is possibly leaking and changing color of the medication. The following information was provided by the initial reporter: plungers are possibly leaching and changing the colour of the medication.